Manufacturer narrative:
The subject device was returned for evaluation. It was examined visually and the complaint was confirmed. The body of the rotator had become separated from the rotator collar. The device history record was reviewed with no related exceptions noted. Lot number has been exhausted from inventory, no remaining product to contain. Complaint database review found no similar complaints for this lot number. An investigation to determine the root cause of the failure began. Devices were conditioned and then underwent compression and pressure testing. The root cause of the failure was mfg process related. As a result of the investigation the mfg process was modified to ensure consistent strength. Merit will continue to monitor these types of complaints for effectiveness of the process improvement. Multiple sterilizations; device history record was reviewed, complaint database reviewed.

Event description:
The rotators are coming apart during pressure injection. Some have separated with pressures as low as 450 psi.